Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump dropped from 55% to 5% within 5 minutes. Subsequently the pump depleted fully and shut off. In addition, the customer received a power source alert after plugging the pump into a wall outlet. Ultimately, the pump began charging and the battery gauge jumped from 35% to 100%. The customer's blood glucose level was 135 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.